Event description:
The customer contact reported a delay in critical therapy following a leak. It was reported that the vial was filled with 30 ml of versed 2mg/ml and was loaded into a pt controlled analgesia (pca) pump. At an unspecified time, the pca pump was programmed to deliver in the pca+continuous mode, with a 2mg/hr continuous rate, a 1-4mg pca dose, a 15 minute pt lockout, and the delivery was started. The customer contact reported that a second vial was filled with 30ml of fentanyl 50mcg/ml. The second vial was loaded into a second pca pump that was programmed to deliver in the pca+continuous mode, at a rate of 25mcg/ml, with a 50mcg pca dose, 15 minute pt lockout, and the deliveries were started. No further programming parameters were provided. After an unspecified length of time, the nurse noted an unspecified volume of solution on the floor. The customer contact reported that solution leaked from the injector of the versed vial, below the flange. The customer contact reported the therapy was resumed after a delay of 30-60 minutes while a new versed vial was obtained from the pharmacy department. Although there was potential for serious injury, the customer contact indicated no, there were no adverse pt effects. No medical interventions were required. During testing at the user facility, solution leaked from the injector of the vial, below the flange. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.